Manufacturer narrative:
The referenced device was returned to olympus for service/evaluation. The customer¿s reported problem was confirmed as the image did not display due to circuit board failure. Additionally, the cable unit has fluid invasion (devices passed air/water leak test), the cable unit is twisted/deformation, the coupler mount is bent/deformed, and the connector is dented. A review of the repair history confirms no previous repairs records in the past year. The device history records (DHR) could not be reviewed as the device was manufactured more than 15 years ago. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. However, the cause can potentially be due to fluid invasion deteriorated the electrical boards or signal lines. The exact cause of the fluid invasion could not be conclusively determined. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (omsc) was informed via service inquiry that the customer high-definition autoclavable camera head ¿image is not displayed¿. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. It has been over 15 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the fault was caused by water ingress that deteriorated the electrical boards or signal lines. Olympus will continue to monitor field performance for this device.